Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had an unrelated surgery and the ipg was not put into surgery mode. Following the surgery, the ipg could not connect with external devices. As a result, the patient had their ipg explanted and replaced. Therapy has been restored.